Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Event description:
It was reported that the quick look report from the device interrogation showed there had been 11 episodes of supra ventricular tachycardia (svt): ventricular tachycardia (vt)/ventricular fibrillation (vf) therapy withheld while the counter screen showed where had been 9 svt onset episodes in the arrhythmia episode list. The device remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.